Event description:
It was reported that when the colonovideoscope was plugged into the tower, no image appeared on the screen, although there was light output. This issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.